Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws.

Event description:
The advocate from (B)(6) reported that the customer's blood glucose readings for two days were not stored in the memory of a contour next link 2.4 meter. There was no allegation of adverse event. The advocate was advised to return the meter for evaluation. A replacement meter was sent to the advocate.